Event description:
In 2008, the pt reported that she was hospitalized on six days earlier, due to diabetic ketoacidosis and her blood glucose measured "hi" on her blood glucose. She was released from the hospital on three days prior to original date. While in the hospital, her physician adjusted all of her basal rates and her blood glucose has returned to normal. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.